Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm on the insulin pump. Customer's blood glucose level was 569 mg/dl. Customer believed the insulin pump did not properly deliver insulin. Customer declined to troubleshoot for no delivery alarm and advised they received multiple no deliveries.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. Pump was programmed with multiple boluses and all registered properly in the daily totals history and matched properly with the units left on the status screen noted. Pump passed the delivery accuracy test. Pump had cracked case at display window corner and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.